Event description:
It was reported to philips that the system displayed a shutter position unknown error. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was still in the preparation room not on the table, the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the shutter position error. Upon troubleshooting, fse found all geometry was inactive, so the shutter position was unknown and that appeared on the acquisition display, and fse found the table longitudinal controller was defective. To resolve the issue, fse replaced the amc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.